Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: a physician reports about essure removal. Sample is available and it will be sent. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") and allergy to metals ("irritation due to jewelry") in a 44-year-old female patient who had essure (batch no. 774369) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyreosis, mood disorder, delivery, migraine, patient-device incompatibility (mirena did not suit), sleeve gastrectomy in 2016 and prolapsed disc nos in 2017. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) and skin disorder ("problems with scalp"). The patient was treated with surgery (laparoscopic removal of uterine tubes). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, allergy to metals and skin disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals and skin disorder to be unrelated to essure. The reporter commented: a physician reports about essure removal. Sample is available and it will be sent. It was reported that another spiral went broken when essure implants were detached to the manufacturer's specimen container. The reporter did not consider that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure removal questionnaire was received and the following information was provided: patient¿s initials, date of birth, weight, height, historical drug and medical history added; essure lot number 774369 was inserted on (B)(6) 2011 and removed at patient's request on (B)(6) 2018 (previously reported as (B)(6) 2018); essure removal was deleted as event and abdominal pain, irritation due to jewelry, problems with scalp were added; reporter did not consider that essure caused or contributed to the occurrence of the events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") and allergy to metals ("irritation due to jewelry") in a 44-year-old female patient who had essure (batch no. 774369) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyreosis, mood disorder, gravida I, migraine, patient-device incompatibility (mirena did not suit), sleeve gastrectomy in 2016 and prolapsed disc nos in 2017. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) and skin disorder ("problems with scalp"). The patient was treated with surgery (laparoscopic removal of uterine tubes). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain lower, allergy to metals and skin disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals and skin disorder to be unrelated to essure. The reporter commented: a physician reports about essure removal. Sample is available and it will be sent. It was reported that another spiral went broken when essure implants were detached to the manufacturer's specimen container. The reporter did not consider that essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.